Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for investigation: no defect found. Alleged defected test strip was not returned-customer no longer had the vial. Additional test strips used during troubleshooting were returned: no defect found most likely underlying root cause: mlc-020: use/storage-improper storage note: manufacturer contacted customer in a follow-up call on 10-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for e-1 , e-0 errors and high blood glucose test results. The customer is concerned with test results from results obtained of 223mg/dl (fasting, (B)(6) 2021 am), 227 mg/dl (fasting (B)(6) 2021 before lunch) and 193 mg/dl ((B)(6) 2021 am). Customer also stated the true metrix meter was no longer storing memory results. The customers expected fasting blood glucose test result is less than 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer does not have the vial of test strips that she had obtained the results of concern with; the vial had not been stored according to specification (kitchen, zip-lock). The test strip lot manufacturers expiration date is undisclosed and open vial date is undisclosed. Customer had opened a new vial, lot zx4154s, on(B)(6) 2021 that had been stored correctly (dining area) and was satisfied with the results obtained with this vial. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 122 mg/dl and 109 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: (B)(6).